Event description:
The customer reported a blank display that was not resolved by troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.